Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1229399. Medical device expiration date: 2023-08-31. Device manufacture date: 2021-08-17. Medical device lot #: 1237668. Medical device expiration date: 2023-08-31. Device manufacture date: 2021-08-25. Investigation summary: bd had not received samples, but 1 video and 4 photos were provided for investigation. The video and photos were reviewed and the indicated failure mode for deformed plunger stopper was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of deformed plunger stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode deformed plunger stopper. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ eclipse¿ with safety needle the plunger was deformed (rubber stopper). This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "when the package was opened, the plunger stopper was found to be dissolved and deformed."